Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An investigation was performed and the when the unit was powered on, there was a short circuit within the power cord thus causing sparks. The heat melted the plastic covering of the chord and an unpleasant smell was observed. The issue was isolated to an exposed copper wire and a blown power cord. Safety recommendation: this main cause of this incidence is due to power cord failure. In order to prevent the same case happening, it is strongly recommended to store the power cord in a good manner: make sure there is no crimping or pressure on cords, and don't force them into small spaces or behind furniture. Over time this could lead to a breakdown of the cord¿s insulation. If a cord is hot to the touch, don't use it. . The user needed to be reminded that once the physical damage of power cord is observed, power supply must be unplugged and call for service immediately.

Event description:
Medtronic received a report stating that a n560 pulse oximetry unit had a broken power cord causing small sparks. There was no patient harm reported with this event.